Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device serial number, model and catalog. Section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the system database usage was very high. A technical support specialist (tss) dialed into the all-in-one (aio) es server, enabled and disabled the data synchronization service, and then rebooted the server. The tss ran a query to verify the size of each table individually by following the knowledge article (ka) titled "dbo.sysssislog table bloated - dsserverreports database growing large" and proceeded to shrink the database. The tss then performed purging by referring to the ka "controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, multiple orders not crossing over from pis to multiple stations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, multiple orders not crossing over from pis to multiple stations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.